Event description:
It was reported to philips that customer is asking for a measurement module replacement due to accidental damage which occurred from careless hospital operators where the equipment may have fallen to the ground with the ECG cable connected causing the measurement module to break. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that customer is asking for a measurement module replacement due to accidental damage which occurred from careless hospital operators where the equipment may have fallen to the ground with the ECG cable connected causing the measurement module to break. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.